Event description:
Acct reports that "when the interlink injection site cap poked the rubber part fell through" incident occurred in special care nursery. No med intervention or pt injury was reported as a result of this occurrence. No further info available.